Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 3 months after the dental implant was installed in intraoral region 4#, its non- osseointegration was observed. Moreover, 20ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type ii) and bone graft was performed.

Event description:
(B)(4). The dentist reported that 1 year and 3 months after the dental implant was installed in intraoral region 4#, its non- osseointegration was observed. Moreover, 20n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type ii) and bone graft was performed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. Follow-up being send to correct reported item.